Event description:
Patient had low to no pneumoperitoneum abdominal pressure for approximately 50 minutes. Discovered a 12mm trocar had a crack. Trocar was replaced and pressure returned to normal. Applied medical representative notified. Trocar given to rep for return to company.